Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when transeptal with a verscross connect was done and aspirated there was no leak. But when pentaray was inserted and aspirated, there was fluid leaking out of proximal hemostatic valve. It was slow drip leak of blood. When pentaray was removed the seal was fine. Pressure bag was used for the irrigation of sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported leak event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when transeptal was done and aspirated there was no leak. But when pentaray was inserted and aspirated, there was fluid leaking out of proximal hemostatic valve. When pentaray was removed the seal was fine. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported pressure bag was used for the irrigation of sheath. Verscross connect prior and pentaray was inserted in the faradrive sheath during the time leak was observed. It was slow drip leak. The leak was blood. The leaking was stopped by removing pentaray. No other issue has been reported.